Event description:
Customer was using pad on top of him, he smelled fire, opened the covers, and smoke came out. There was fire but no damage.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found broken/missing trigger, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on (B)(4) 2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.